Manufacturer narrative:
Manufacturing review: the lot history record of this lot was reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: neither sample nor images were available for evaluation. The alleged issue could not be re produce which leads to inconclusive evaluation result. Based on the information available the investigation is closed with inconclusive result. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use state: 'if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used.' In regards to pre dilation the instructions for use state: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended.' In regards to damage the instructions for use state: 'examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device should not be used.' Under materials required the instructions for use state: '5f (1.67 mm) or larger introducer sheath' and '0.014 inch (0.36 mm) - 0.035 inch (0.89 mm) diameter guidewire'. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent system products that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent system products are identified in d2 and g4. H10: d4 (expiry date: 09/2020), g3. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the stent placement procedure through superficial femoral artery using a contralateral approach, the device was allegedly unable to cross the lesion due to the shaft kink. It was further reported that after crossing the iliac bifurcation resistance was felt and the shaft was unable to retract through the sheath, so the device and sheath were removed as one unit. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
The catalog number has not been cleared in the u.s., but is similar to the life-stent 5f vascular stent system products that are cleared in the u.s.. As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s), and provides general instructions for use, as well as warnings, precautions, and potential complications associated with the device. Upon receipt of new, or additional information, a follow-up report will be submitted as applicable. Device not returned.

Event description:
It was reported that during the stent placement procedure through superficial femoral artery using a contralateral approach, the device was allegedly unable to cross the lesion due to the shaft kink. It was further reported that after crossing the iliac bifurcation resistance was felt, and the shaft was unable to retract through the sheath, so the device and sheath were removed as one unit. The procedure was completed using another device. There was no reported patient injury.